Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the occluder did not function as expected. After calibrating the occluder, it would not stop the flow when fully occluded. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.